Event description:
Using coopervision contact lenses, inserted lens into eye and had severe discomfort, removed lens to discover that it had three large holes near the edge of the lens. I have saved the contact lens and the pack it came from. The info on the pack is: 8.5 14.2 -2.25, 2011/09. Have also had problems in the past with the lens quality, including two lenses in one packet, and lenses "glued" between the foil and plastic of the packet. Frequency: change every 2 wks, route: ophthalmic. Dates of use: approx one and a half months in 2007. Diagnosis or reason for use: astigmatism. Event abated after use stopped or dose reduced? Yes.